Event description:
The jaws are reading "out of range". A software engineer determined that the plan file lists the jaw position in millimeters, and the xk4 to impac uses centimeters for the jaw position. Since the values were read as centimeters they were outside the limits for the jaw position (25cm x 25cm).